Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly and pump was unable to be restarted. Customer reverted to using an alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose.